Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s gender. Age at the time of the event, and pump serial number were also clarified. The patient¿s weight at the time of the event was approximately 90kg. Regarding the report of the anchor not having worked as it should, the specific issue with the anchor was noted as having been unknown and the physician had indicated it didn¿t work and discarded it.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 2023-may-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump. It was reported that during a procedure, the anchor for anchoring the catheter did not work as it should. Troubleshooting performed was noted as being not applicable. Factors that may have led or contributed to the issue was indicated as not applicable. An accessory kit (model 8785) was opened fora new anchor to be used. The patient was unaffected. The issue was resolved. The device would not be returned as it had been discarded by the healthcare provider.